Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, they noticed that the caps on the sampling manifold were broken. No patient involvement; product was changed out; procedure completed successfully.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H6: component code: 4761 - access port; health effect - impact code: 2645: no patient involvement; health effect - clinical code: 4582: no clinical signs, symptoms or conditions; medical device problem code: 2292: defective component; investigation findings: 3233: results pending completion of investigation; investigation conclusions: 11: conclusion not yet available.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 1, 2023. The affected sample was not returned. However, photos were provided showing the yellow caps on the manifold were broken off. A representative retention sample was inspected for damage with no damage noted on the device. All capiox units are 100% visually inspected at several points in the production and packaging processes. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Sampling port was incorrect.

Manufacturer narrative:
**UDI related data quality updates only** d1 brand name (corrected). D2a common device name (corrected). D4 additional device information (corrected primary unique device identification (UDI) number).